Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon baseplate was reported. The event was not confirmed. Method & results product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: indicated that all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to tibial fracture. The tibial component and insert were revised. There are no allegations against he revised insert. Rep confirmed that no further information will be released by the hospital or surgeon.